Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ICD was implanted on (B)(6) 2016. During the last follow-up performed on (B)(6) 2017, the displayed time to rrt (recommended replacement time) was 2 years and 11 months. It was reported that the pacing outputs are high. A confirmation that the ICD is behaving normally has been requested.

Manufacturer narrative:
Preliminary analysis results showed that normal battery depletion occurred.

Event description:
The subject ICD was implanted on (B)(6) 2016. During the last follow-up performed on 22 june 2017, the displayed time to rrt (recommended replacement time) was 2 years and 11 months. It was reported that the pacing outputs are high. A confirmation that the ICD is behaving normally has been requested.

Manufacturer narrative:
Field corrected. Please refer to the attached analysis report.

Event description:
The subject ICD was implanted on (B)(6) 2016. During the last follow-up performed on 22 june 2017, the displayed time to rrt (recommended replacement time) was 2 years and 11 months. It was reported that the pacing outputs are high. A confirmation that the ICD is behaving normally has been requested.